Event description:
It was reported that a system error 2240 (air in line) occurred on the homechoice (hc) device, during an unknown step of therapy. Patient involvement is unknown, but there was no report of patient injury, medical intervention, or adverse event associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.